Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg was operable prior to surgery and patient experienced normal recharge burden; therefore, this event is no longer considered to be reportable. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.